Event description:
Patient reported right side "significant physical and emotional suffering, and the associated medical treatment has caused substantial financial strain". Healthcare professional later reported "evidence of silicone extravasation", "small stable amount of right peri prosthetic fluid", and "there is an infiltrate of macrophages with foreign body material and foreign body reaction". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported right side "significant physical and emotional suffering, and the associated medical treatment has caused substantial financial strain". Healthcare professional later reported "evidence of silicone extravasation", "small stable amount of right peri prosthetic fluid", and "there is an infiltrate of macrophages with foreign body material and foreign body reaction". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Exposure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of "foreign body reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.